Event description:
It was reported that the temperature display continued to switch on and off, the user felt the lead and cable of the sensor catheter may not have been properly connected. Per additional information from the ibc via email 18mar2020; after the extension cable was replaced the temperature was displayed correctly.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. There were no visual defects. Testing by the suppliers was done and the cable passed all testing. Since the event was unconfirmed a root cause could not be found. A potential root cause for this failure mode could be, ¿user sterilizes cable.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature display continued to switch on and off, the user felt the lead and cable of the sensor catheter may not have been properly connected. Per additional information from the ibc via email 18-mar-2020; after the extension cable was replaced the temperature was displayed correctly.